Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. The DHR was reviewed and no abnormalities were found. The product was released in accordance with the manufacturers release criteria. No sample was returned, therefore, the condition of the product could not be verified. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected immediately. The root cause is inconclusive - unable to verify. Four additional complaints for the lot, however, no similar complaints for the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported in a literature article that following a bilateral glaucoma filtration device implantation, a patient developed mooren's ulcer in his right eye seven months postoperatively in his right eye and ten months postoperatively in his left eye. A corneal ulcer with epithelial defect was detected in the right eye near the site of the device insertion, and limbitis with severe scleral injection was observed. An allergic reaction to the nylon sutures was also suspected, and they were removed. There was no history of bacterial or viral infections and was not allergic to metallic materials. Prior to the glaucoma filtration device implantation, the patient had undergone cataract surgery combined with trabeculectomy in both eyes, and a reoperation of trabeculectomy in the left eye, and had not developed mooren's ulcer following these procedures. The ulcers were treated with oral prednisone and topical medications. The ulcers were responsive and healed well in three months. It was concluded that the glaucoma filtration device was the most likely cause of mooren's ulcer in both eyes considering that they were located close to the site of the device insertion and no peripheral corneal ulcer developed after prior eye surgeries. There are two medical device reports for this event. This report is for the right eye.